Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and issue did not recur after reset, so customer was advised to continue using pump and to call back if malfunction happened again.